Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, it was noted that there was high impedance and a drop in sensing. There were multiple episodes of non-sustained ventricular tachycardia (nsvt). The nsvt events indicated lead noise and the lead was fractured. The lead was capped and replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
Correction: initial reporter information was incorrectly reported in the initial report. This report notes the correct information.